Manufacturer narrative:
Our patient safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so we are filing an adverse event report to document the experience described in the article. The report clearly states that technique was the driving force behind the patient injury; it was while the surgeon (s) was harvesting the graft for the knee repair that they damaged the patient¿s ¿sciatic nerve¿, nothing to do with the mitek devices. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). Author: vardi et al (2004) UK. Reference: vardi g. Sciatic nerve injury following hamstring harvest. Knee. 2004 feb;11(1):37-9. Address: droitwich knee clinic, st andrews road, droitwich spa, worcs wr9 8ds, UK. Tel.: q44-01905-794-858. E-mail address: glen@vardi.freeserve.co.UK (g. Vardi). Patient characteristics: age: (B)(6). Gender: female. Type of lesion: acl tear at age (B)(6). Perioperative complications: joint: knee anchor (# per lesion): rigidfix bioabsorbable pins (2). Suture: - other devices: bioabsorbable interference screw, ao screw and washer (tibia). Technique: acl reconstruction. Surgical complications: sciatic nerve injury. Anesthesia complications: - device complications: - other complications: - - - time complication: immediate post-op. F/u time: 1 yr. Loose device: - broken suture: - tissue damage: sciatic nerve injury following hamstring graft harvest. Imaging studies: x-ray/MRI: normal. Reoperation (related/unrelated): none. Objective outcomes: - functional outcomes: full function almost recovered at 1 year follow-up. Subjective outcomes: - patient satisfaction.